Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the device was positioned inside the patient, when the handle was actuated, the device failed to bow. No visible damage was noted to the device. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
Event: catheter torn. Visual evaluation of the returned device found that the working length of the device was twisted, and there were two pronounced kinks in the catheter and wire. The distal pierce hole was found to be melted/torn. The cutting wire was displaced approximately 9 mm due to the melted/torn distal pierce hole. Therefore, the exposed portion of the cutting wire was shortened, which caused the device not to bow. Review and analysis of all available information indicated the most probable root cause for this event was operational context as procedural or anatomical factors could have affected the device integrity and performance.. The device history record review found the device met all manufacturing specifications.